Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the implantable cardiac monitor (icm) experienced an electrical reset and lost connection. It was further noted that the physician used bovey cautery to close the incision. The icm was reprogrammed and remains in use. No patient complications have been reported as a result of this event.